Event description:
We have an issue with a PICC insertion. The issue is regarding the guidewire she was using from the mini-stick set. During insertion the wire became "stuck" on withdrawal and as (B)(6) was trying to remove, it actually stretched and frayed. It also came close to breaking off. When she couldn't remove, an x-ray of the arm was done showing the tip and she was eventually able to remove doing a dermatotomy and using forceps.

Manufacturer narrative:
User error. Device was withdrawn through the needle.